Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-00807. It was reported that the patient was not receiving effective therapy, due to invalid impedances caused by fractured left lead. As a result, the patient's leads were explanted and replaced and therapy was restored post-op. It is currently unknown which lead was initially positioned left in the patient, thus both leads are being reported.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2019-00807.